Event description:
A remstar auto device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust fail, fluids fail and cigarette smoke contamination and the device displayed error code e012 (err background wdog no card) and e053 (err comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.